Manufacturer narrative:
The lead was received for analysis intact, not severed. Visual inspection noted that the helix mechanism returned in a retracted position with no abnormalities. Dried blood was noted in the helix housing and tip region, and tissue entwined in the helix. The lead passed electrical testing. Laboratory analysis was unable to confirm the reported allegation of dislodgement, the observations and field report were insufficient to verify this malfunction. The lead and tip appeared normal. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. This lead was returned and analyzed. No additional adverse patient effects were reported.